Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 08/01/2025, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 08/15/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corportation that a patient received a spaceoar vue placement procedure. The patient underwent a magnetic resonance imaging (MRI) scan for simulation that showed a rectal wall infiltration of the spaceoar vue hydrogel. Upon additional review of the MRI, the hydrogel is shown mostly in the correct location with some gel neat the apex. The hydrogel appears to curve 90 degrees towards the rectal wall and the lumen. The hydrogel is not penetrating the lumen but is in the thin tunnel towards the lumen. The physician plans to treat the patient with 20 fractions if he is asymptomatic.

Event description:
It was reported to boston scientific corporation that a patient received a spaceoar vue placement procedure. The patient underwent a magnetic resonance imaging (MRI) scan for simulation that showed a rectal wall infiltration of the spaceoar vue hydrogel. Upon additional review of the MRI, the hydrogel is shown mostly in the correct location with some gel neat the apex. The hydrogel appears to curve 90 degrees towards the rectal wall and the lumen. The hydrogel is not penetrating the lumen but is in the thin tunnel towards the lumen. The physician plans to treat the patient with 20 fractions if he is asymptomatic.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 08/01/2025, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 08/15/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.